Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the hard drive to repair this malfunction. The software was reloaded. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system reportedly had thumbnails, that when selected, had a different image retrieved from the directory.